Event description:
The hcp reported the patient had been admitted to the emergency room " a couple of times last week with drug complications." The drug in the pump was changed. The hcp reported they did not suspect anything went wrong at refill, but cannot say for sure.